Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced serious bodily injuries, including pain, infections, dyspareunia (pain with sexual intercourse), urinary problems, bowel problems. And was forced to undergo surgery for revision and/or removal of the device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.